Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, and 195 charge processes had been registered. The memory content of the ICD was analyzed. Matching the clinical observation, interference signals were found in the ventricular and the far-field channel during the analysis of the available iegms, which led to several shock deliveries. The signal sensing of the device was then checked, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In summary, the clinical observation could be confirmed during the analysis of the device memory date of the ICD. In the available iegms, interference signals were detected in the ventricular and the far-field channel, which led to several shock deliveries. The ICD proved to be fully functional during the analysis.

Event description:
Ous MDR - it was reported that an inappropriate shock was delivered due to artifact sensing. The device was explanted, and the rv lead was deactivated and replaced. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.